Manufacturer narrative:
The reported event that 6 variax screws backed out of the plate could be confirmed with the help of x-rays provided by the healthcare facility. Based on investigation, the root cause was attributed to a user related issue. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied contained the following statements for this reported event ((B)(4)): "for six out of seven complaints, the failure modes were rated as user related. In one case the provided information was not sufficient for a conclusion to be reached. A detailed analysis showed 11 categories of root causes, all being user related: - insufficient information provided for root cause determination; - screws not sufficiently locked/tightened during surgery; poor placement of plate on bone; the internal fixation has been inadequately overloaded; too intensive postoperative physiotherapy; - too high insertion angle; . Deformation of plate hole due to deformation of plate (e.g. Bending); - selected plate too short; selected screws too long; fracture should have been treated with cast rather than screws and plate; inappropriate screw placement in fracture area. Conclusion, no systematic root cause could be identified during the analysis of the root cause categories. The risk is covered in the initial risk analysis and the threshold of the risk analysis is not exceeded". The operative technique was reviewed and the following applicable warnings were noted: only non locking screws may be placed in the oblong holes of the plate. Circular holes accept either locking or non locking screws. Also, non locking screws or lag screws must be placed in the plate before any locking screws are placed. Make sure to use the proper drill guide which corresponds to the screw to be used. Take care when using the lag screw drill guide (703710) for over drilling through a plate hole as the drill guides¿ tip or over dill could be damaged or could damage the plate hole. To determine the proper length of the plate shaft, use the plate trial ruler. Note that the over reduction of the medial clavicle segment may lead to postoperative discomfort. On the other hand, a hook depth which is too deep may cause impingement in the shoulder joint. To avoid over or under reduction, it is helpful to obtain a preoperative radiograph of the contralateral ac joint to better understand the patients¿¿s intrinsic anatomy, which can be quite variable. An important radiographic image to observe is an ap view of the acromion with a 20° superior tilt until the plate trial is in place. This will confirm if the proper depth has been obtained. The surgeon should notice a flush fit of the hook to the inferior aspect of the acromion while still having a proper anatomic distance between the clavicle and coracoid. As an option in some cases, especially in chronic cases or those with preexisting arthritis, the surgeon may excise the lateral clavicle ridge in order to provide a better fit of the plate to the clavicle. Ensure this is done before trialing of the hook plate as the proper depth will need to be adapted. The most lateral oblong hole may be used as an adaptation hole to determine the proper placement of the plate and to give primary fixation. The screwdriver handle (703714) cannot be used with the screw holding sleeve. Plate contouring: all of the variax plates are pre contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole. The hohmann blade must be aligned with the hole being drilled.¿ the instructions for use for non active implant were reviewed and the following applicable warnings were noted: ¿these devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered. Contraindications: the physicians¿ education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Warning: implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patients¿ height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. Single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re sterilization release. Pre-operative, the implant is for single use only. Intra-operative, contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures (see operative technique manual), implants can be available in different versions, varying for example in length, diameter, angle, right hand and left hand versions, material and number of drilled holes. Select the required version carefully. Do not use components of the stryker product systems in conjunction with components from any other manufacturers¿ system unless otherwise specified (see operative technique manual). Post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason postoperative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explanation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. Informing the patient, the implantation affects the patients¿ ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal union or nonunion and that the device has a finite expected service life and may need to be removed at some time in the future. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Device will not be returned.

Event description:
Four weeks after primary surgery, back out of variax clavicle screws was found. Patient will be revised.